Manufacturer narrative:
The fse will be implementing the fco at the customer site. (B)(4). Phone number (B)(4).

Event description:
The customer reported that the ix rebooted during discharge. There was no patient incident.